Event description:
The saw blade broke while the surgeon was using it. A piece of the blade that inserts into the hand piece was unable to be found (approx. 3/4cm piece of blade). The surgery was a redo total right hip.